Event description:
It was reported that the patient had 16fr magic 3 male catheters that hurt when they were inserted and that some of the 14fr magic 3 male catheters in a box had been dry . Representative advised that those were not charged to the patient so they could donate or discard them. Also stated that out of the 14f patient had used 6 out the box so far and 3 were dry. Patient proceeded to self - lubricate them and wanted to see if that was okay. No medical intervention was reported. Per follow up made on 18may2021,customer told liberator to complain the box of catheters received were not lubricated. Liberator indicated they would send a replacement box. Customer stated that the replacement took way to long to receive and when it was received it was the wrong french catheter. Per follow up via phone 09june2021, customer stated that the box that was not lubricated belonged to record. The replacement box was the incorrect french size and did not have the lubrication issue.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be due to "incorrect withdrawal speeds or incorrect viscosity". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the magic 3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications none known. Warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions: urinary tract infection, bleeding from the urethra, irritation of the urethra. Review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal: 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had 16fr magic 3 male catheters that hurt when they were inserted and that some of the 14fr magic 3 male catheters in a box had been dry. Representative advised that those were not charged to the patient so they could donate or discard them. Also stated that out of the 14 patient had used 6 out the box so far and 3 were dry. Patient proceeded to self - lubricate them and wanted to see if that was okay. No medical intervention was reported. Per follow up made on (B)(6)2021,customer told liberator to complain the box of catheters received were not lubricated.